Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the shaft broke. A 2.50 x 8mm synergy xd drug eluting stent was selected for use. During coronary stent placement procedure, there was difficult to cross lesion, stent was damaged and the shaft broke. There was no patient complications reported.